Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for diabetic ketoacidosis while using the infusion device. One event occurred in may of 2015 and the other event occurred on (B)(6) 2015. The patient was treated with insulin via IV and fluids. The blood glucose results were not provided. It is unknown on how long the patient was hospitalized for each event. The reporter suspects the device may be the cause of the high blood glucose, but there were no specific allegations made against the device. Return of the suspect device was requested for evaluation.